Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 6.1 and 6.2 were not detected on bus. A field service engineer (fse) spoke with the customer and allowed deferral until the morning. The unit possibly needed the pyxis bus cable at the back replaced some time ago; it was ordered, but the user did not believe anyone installed it. The user believed, based on previous issues, that this problem was related to that. Fse planned to follow up the next morning with other techs to confirm and pursue the scenario. Later, another fse replaced the ribbon cable issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawers were not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.